Manufacturer narrative:
Device evaluated by MFR: a rotablator rotalink plus atherectomy system was returned for analysis. Functional testing was performed by attempting to rotate the drive shaft and the drive shaft was able to rotate. Then functional testing was performed by connecting the rotablator advancer to the rotablator control console system. When the foot pedal was pushed, the advancer was not able to run, so it didnt get any speed and a stall error was displayed on the console. In order to determine the cause of the device stall, destructive testing was performed, in which the advancer was dismantled, the components inside the advancer were inspected, and there were no damages or irregularities identified. The cause of the device stall could not be determined. It was found that the coil was kinked and stretched at the handshake connection, and that the burr had detached at the point where the coil was stretched and broken.

Event description:
Reportable based on analysis completed 28apr2022. It was reported that a speed issue occurred. During preparation of the rotalink plus, the device did not reach speed. Reconnection of the device was unsuccessful. Visual inspection did not show any problems or kinks. The device was exchanged to resolve the issue. However, returned device analysis revealed a burr detachment.